Manufacturer narrative:
Based on the information provided by the customer, it was determined that this issue did not cause death or serious injury and if it were to occur again it is unlikely to lead to death or serious injury. This record has been assessed as not an adverse event and is not reportable in any region at this time.

Manufacturer narrative:
A ge healthcare investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No repair information available. Block a: no report of patient involvement. D4 primary UDI number: this device was not manufactured for sale in the USA and therefore a USA UDI is not available. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was a malfunction resulting in insufficient o2. There was no patient involvement.